Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported of receiving a reading of 195 mg/dl on his adc blood glucose meter. Customer further reported subsequently lost consciousness. No third-party medical intervention was reported. Customer self-treated by drinking orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.